Event description:
Health professional reported an alleged lap-band "leaking port." The pt reported to the physician that the pt "could not seem to get restriction." The port was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event had no information regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."